Manufacturer narrative:
Product has not been returned to 3m, st. Paul for evaluation. Lot number provided is hx8388. This is the first lot produced after implementation of corrective action and the first recorded leaking bubble trap complaint post corrective action.

Event description:
A hospital employee alleged that a 3m¿ ranger¿ high flow disposable set (model 24355) had a leakage. The patient was in surgery and required a blood transfusion. Nursing and anesthesia heard a sudden loud noise and discovered the tubing cracked. The transfusion was stopped through the ranger and they used another IV to continue the infusion. No harmful exposure to blood was specified. No injury was alleged.